Manufacturer narrative:
H6 medical device problem code: additional information was received from the reporter clarifying the issue as a false air in line alarm. Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the device did not reproduced an air in line. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had air in tube sensor not accurate during unspecified process step. There was no patient involvement. No additional information is available.